Event description:
Additional information: after the distal percutaneous lead replacement, the system controller produced a red heart alarm. The patient was at a shared care facility at the time. A second driveline repair was requested; however, due to the position of the previous repair, a second repair was not possible as it was too close to the skin exit site. The first repair had removed and replaced most of the driveline. The patient was provided an ungrounded patient cable for use with the power module, and will continue to only use battery power or the ungrounded patient cable.

Manufacturer narrative:
The reported low speed events were confirmed through the evaluation of the submitted system controller log file. Review of the submitted log file data showed multiple low speed events and pump stoppages captured between the time stamps of (B)(6) 2017 05:36 and (B)(6) 2017 08:42. The events captured were associated with low speed advisory and low speed hazard alarms, some scattered driveline disconnected and low flow hazard alarms, and also pump power elevations up to 11.8 watts. The atypical events captured occurred only while the system controller was connected to the power module and appeared consistent with a potential driveline wire compromise. Approximately 19 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Minor breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 5 months of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of potentially compromised wire insulation were identified. The patient was provided with an ungrounded patient cable for use with the power module and remains ongoing on lvad support no additional events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low speed and driveline disconnect alarms occurred. Review of the log file by the manufacturer's technical services representative confirmed pump stoppages. The patient was asymptomatic. On (B)(6) 2017, percutaneous lead (driveline) replacement was performed. There were no immediate alarms after the repair. No additional information was provided.